Event description:
It was reported that the atrial lead exhibited loss of capture. Low lead impedance and loss of sensing during implant. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of no capture, no pacing, and low impedance was confirmed in the laboratory. The inner conductor had been overtorqued and it shorted the ring connector. The electrical short between the inner conductor and the ring connector explains the electrical issues mentioned in the field. The lead insulation was damaged at 24 cm from the connector pin during implant.